Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: when the max 0 connector is connected to the 3mil syringe there is leakage. Had 6 individual cases reported over the weekend.

Event description:
It was reported that 6 bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: when the max 0 connector is connected to the 3mil syringe there is leakage. Had 6 individual cases reported over the weekend.

Manufacturer narrative:
H6: investigation summary: the customer reported that the 3 ml syringe and maxzero connection is leaking, and returned pictures of the samples. The samples were sent across the border to mexico, and since they were a biohazard, were thrown out. Unfortunately, no sample investigation was able to take place, and the complaint could not be verified. Based on the customer description it is likely an issue seen before. The manufacturing plant for the syringe conducted a further investigation on a similar complaint and verified the leak as coming from the syringe and not the maxzero. A technical report was generated to challenge the failure modes in the mold temperature and the injection process. The quality check of molded syringes was updated to include a leak test with the help of the maxzero device. A device history record review could not be performed on model mz1000-07 because the lot number is unknown. H3 other text : see h10.